Event description:
A low readings issue was reported with the adc device. Customer received unspecified lower sensor scan results and experienced vomiting, loss of consciousness, and seizure. Customer was unable to self-treat and was seen at the hospital where they were provided unspecified treatment by the healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. As the operating system is unknown, g4 - PMA/510(k) # has been provided for ios. All pertinent information available to abbott diabetes care has been submitted.